Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - explanted on an unknown date in 2013. Date implanted - implanted on an unknown date in 2012. Date explanted - explanted on an unknown date in 2013. Concomitant medical product: nexgen all poly patella catalog 00597206535 catalog lot 61425092; nexgen tibial component catalog 00591605001 lot 61080014; nexgen lps-flex option size f left femoral catalog 0059640165 lot 61319942. Therapy date - explanted on an unknown date in 2013. This report is number 2 of 6 MDR's filed for the same patient (reference 822565-2017-00856 / 1822565-2017-01089 / 0001822565-2017-00913 / 0001822565-2017-01068 / 0002648920-2017-00082 / 0001822565-2017-01099).

Event description:
Patient underwent a second left knee revision due to pain and difficulty walking approximately one year post implantation. It is believed the articular surface was removed and replaced, however, this cannot be confirmed with the information provided.